Manufacturer narrative:
Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked and bleeding lcd glass, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump's screen was cracked. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.